Event description:
Boston scientific received information that during a routine clinical follow-up, system interrogation showed noise and oversensing on this leads right ventricular channel. The condition did result in multiple episodes of inappropriate anti-tachy pacing (atp) and a single tachy shock; however, the patient did not seek medical intervention. No pacing inhibition was observed as the patient is not pacer dependent. Subsequently, this right ventricular lead was explanted at which point a fracture was suspected, likely due to a subclavian entrapment. The lead was returned for laboratory analysis. Another boston scientific lead was implanted with the chronic device. No resulting adverse effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection noted the lead was returned with a stylet fully inserted within it. Additionally, insulation damage was noted. Attempts to remove the stylet were unsuccessful, likely due to dried blood within the lead. Resistance testing verified all conductor coils, except the rate/sense negative coil, were continuous. The rate/sense negative coil could not be electrically tested due to the stylet within the lead. Instead, x-ray analysis confirmed the lead was free of fractures. The observed insulation damage was located approximately 37 cm from the terminal pin. The damage appears to have been initiated by a localized compressive stress. Due to the location and type of damage, it is suspected the insulation damage was most likely caused by entrapment in the clavicular/first-rib area.